Event description:
In 1992, pt developed a history of dysuria and frequency. Then she also, most recently, had significant joint pain headaches, breast pain and muscle pain. Pt had been diagnosed with sjogren's syndrome, undifferentiated connective tissue disease, raynaud's disease, chronic fatigue syndrome. She also has balance problems and rheumatologist flet that she has early signs of cerebellar dysfunction. In 1991, both implants were removed,. Apparently, the capsules were not taken and both implants were replaced with co's smooth-shell saline implants, 210cc on the left with 20 grams solu-medrol. All of her symptoms became worse after the replacement of the implant with saline implant. In addition, the burning pain in the breast also increased.